Event description:
It was reported that the patient underwent a thermal balloon ablation procedure developed cervical stenosis post-operatively, creating dysmenorrhea, and remaining opening of the cervical canal in the office.